Event description:
The reporter stated, the pt was being moved from supine to the prone position and the clamp slipped leaving a one inch laceration on the left parietal area that required sutures.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.